Event description:
Patient's lead was explanted and returned to manufacturer for analysis. Lead was explanted as patient no longer required vns therapy. Analysis was completed on the lead and the large o-ring boot was detached from the connector ring assembly. However, the exact impact of this condition on the device performance and when it occurred is unknown. Note that since the electrode array portion was not returned for analysis an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant conditions, no other anomalies were identified in the returned lead portion.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.